Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 2 of 4. The home patient (hp) was connected. The technical service representative (tsr) assisted the hp with clearing the alarm, and advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy and inform their registered nurse. During troubleshooting, nothing was found that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of this report.